Event description:
(B) (4). Same patient as MFR report #: 2134265-2010-01534, 2134265-2010-03120. It was reported that following a stenting treatment procedure, the patient died. In (B) (6)2007, the patient underwent a non-study stenting procedure. The lesion was located in the proximal and mid left anterior descending (lad) artery and was treated with a 2.5x28mm non bsc stent in the distal portion of the lesion and an overlapping 3.0x32 taxus express2 stent in the proximal portion of the lesion. Both stents were well apposed. In (B) (6)2008, the study index procedure treated the 65% restenosed, 1.8x27mm target lesion located in the mid lad. Treatment consisted of pre dilation with an unspecified 2.5x12mm balloon, the placement of a 2.5x20mm taxus express2 study stent and post dilation with the same 2.5x12mm pre-dilation balloon resulting in 0% residual stenosis. The patient was discharged 5 days later on bayaspirin and plavix. No angina was confirmed at the 6 & 9 month follow up visits. In (B) (6)2009, the patient was found dead. The cause of death is unknown. No additional information was available and no autopsy was performed.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
(B)(4). Same patient as MFR report #: 2134265-2010-01534, 2134265-2010-03120. It was reported that following a stenting treatment procedure, the patient died. In (B)(6)2007, the patient underwent a non-study stenting procedure. The lesion was located in the proximal and mid left anterior descending (lad) artery and was treated with a 2.5x28mm non bsc stent in the distal portion of the lesion and an overlapping 3.0x32 taxus express2 stent in the proximal portion of the lesion. Both stents were well apposed. In (B)(6)2008, the study index procedure treated the 65% restenosed, 1.8x27mm target lesion located in the mid lad. Treatment consisted of pre dilation with an unspecified 2.5x12mm balloon, the placement of a 2.5x20mm taxus express2 study stent and post dilation with the same 2.5x12mm pre-dilation balloon resulting in 0% residual stenosis. The patient was discharged 5 days later on bayaspirin and plavix. No angina was confirmed at the 6 & 9 month follow up visits. In (B)(6)2009, the patient was found dead. The cause of death is unknown. No additional information was available and no autopsy was performed.

Manufacturer narrative:
The physician stated there was no autopsy and no detailed information on the patient's death. However, there was no basis to deny a relationship between the death and the taxus stent. In the physician's opinion, stent thrombosis would be unrelated to death in view of the patient's background. As stated in response to question one, no autopsy was performed. (B)(4)